Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for spinal pain. It was reported that stimulation turned on and off. The rep thought the patient was experiencing this on a daily basis. The patient felt stimulation turn on and off regardless of posture change. She felt stimulation turn off for about ten minutes after turning stimulation on and it would continue to turn on and off throughout the day. The patient first said that she would feel stimulation turn on and off and confirm with the remote that it did indeed turn off, but when the rep asked the patient again five minutes later she would confirm with the remote and it would say it was still on. The rep checked impedance and there were high values on several contacts of the left lead. The rep reprogrammed not utilizing contacts with high impedance. It was unknown if the issue had resolved as of (B)(6) 2016, but it was noted that the patient was alive with no injury. No surgical intervention occurred. The issue occurred during normal use. The patient was to use the new program provided. It was noted that the patient met with another rep about a month prior to (B)(6) 2016 in (B)(6) 2016 for some reprogramming but the rep who reported the event did not think that the patient mentioned this issue to the other rep at that time.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3777-60 serial# (B)(4) implanted: (B)(6)2014 product type lead product ID 977a260 serial# (B)(4) implanted: (B)(6)2014 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the left lead was showing as out of range (over 20k omhs). It was noted that based on the patient's symptoms the leads likely fracture on 0-7 lead. The 8-15 lead appeared to be working but the patient was only feeling stim on their right flank and when they do its itchy/pinchy stim that is very localized. The patient had gained 15/20 lbs in the last 3 months. The patient was having difficulty charging and usually gets 4/6 bars. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, implanted: (B)(6) 2014, product type: lead, product ID: 977a260, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the stimulator (ins) turning on and off was not determined. The rep reported that the stimulation only being felt in certain areas was determined after a fluoro image was taken. The rep reported that this showed one lead had migrated to t12 and the other lead came completely out of the epidural space. The physician was going to submit authorization for a complete revision. No further complications were reported.